Event description:
The reporter stated that the screw bent as it was being inserted. In a telephone call, the surgeon reported that the device was left in place and the malfunction is not likely to adversely affect the outcome of the procedure for correction of bunion deformity.

Manufacturer narrative:
The device involved in the reported incident will not be rec'd for evaluation. An investigation has been initiated based upon the reported info.